Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized with a high blood glucose level of 600 mg/dl. The customer does not remember the time and date of the hospitalization and does not recall what caused the high blood glucose. The customer did not mention any form of treatment for their blood glucose levels. Customer was wearing the pump at the time of hospitalization. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.